Event description:
Procedure performed: ni. Event description: translation: the device does not heat up. Defective device kept and made available to supplier for expertise. Exchange requested. Original: la pince ne chauffe pas. Dispositif défectueux conservé et mis a la disposition du fournisseur pour expertise. Echange demandé. Additional information received on 17may22: when the eb240 was used nothing happens. No fusion, no smoke, no heat. They don't remember if the generator gave a code error. Status of patient is ok. They didn't try to plug in again the device on the generator. They changed the device and that worked. Patient status: patient is ok.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of low energy output could not be replicated or confirmed. The event unit met current specifications as energy was able to be delivered and there were no visible non-conformances. Applied medical has reviewed the details surroundings the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.